Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was syncopal at home. The patient was taken to the emergency department where they were hooked up to an external pacemaker following asystole and pauses were observed on the electrocardiogram (ECG) strips. It was also reported that the right ventricular (rv) lead was fractured, exhibited high thresholds, unstable thresholds, high and undefined impedance, high numbers of short v-v intervals, noise, muscle stimulation and pocket stim noted at high outputs but pacing, capturing was observed as long as patient did not move. The implantable pulse generator (ipg) was set to maximum output during interrogation. It was also reported the oversensing on the rv lead was causing intermittent capture due to inhibition. It was also reported there was an rv lead alert and a polarity switch. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.